Event description:
Subsequent to the initial/final report filed, the following additional information was received, "user facility medwatch report received that states," describe the event or problem: upon deploying the perclose device, md was unable to remove it. Md attempted multiple times without success. The rep was called the for the company for support - the rep recommended calling vascular surgery upon hearing the issue. What was the original intended procedure? Mergent catheterization and impella insertion what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."

Manufacturer narrative:
Attachment: uf/importer report #: (B)(4).

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure. Reportedly, after successful deployment of the first prostyle device, the lever was returned to its original position but the foot did not retract. Surgery was performed to retrieve the device and repair vessel damage. Hemostasis was achieved via surgical suturing. No other treatment was required for the vessel damage. Access was obtained via the left common femoral artery to replace the impella device that was placed the previous week. The patient ended up passing away. Per the physician, the death was cardiac related and had nothing to do with the common femoral access or prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors for difficulty closing the foot include but are not limited to; tissue, calcification or suture caught in the foot or posterior cuff partially deployed in the foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to the circumstances of the procedure. The patient effect of vascular injury is listed in the prostyle instructions for use, as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.